Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that the shaft break occurred. A 20mm x 2.00mm nc quantum apex¿ balloon catheter shaft de-sheathed itself inside the patient's coronary artery. The physician was able to retrieve the remainder of the balloon catheter from the patient and the procedure was completed with a different device. No known patient complications were reported.